Event description:
It was reported that during pre-surgery, it was observed that the motor device was "not turning (would not rotate)¿. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of patient involvement. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed the reported condition. The assignable root cause was determined to be due to mis-handling due to the user dropping the motor device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.